Manufacturer narrative:
Methods (B)(4) other = device not returned. Device (B)(4) no code available = occlusion of bioprostheses additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts, the device and pathology report were not released by the hospital. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The investigation reveals nothing to indicate a device quality deficiency during it's manufacture.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 4 months. Through follow-up, it was learned that the device was explanted due to mitral valve endocarditis. The type and possible source of infection were not provided. Operative report indicates, " [patient presented] with evidence of having cerebrovascular accident and subsequently was admitted to the hospital and later found to have endocarditis and almost totally occluded mitral valve prosthesis... We exposed the prosthesis. It was debrided and excised"